Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). The arjo representative become aware of the event with involvement of maxi 500 passive floor lift. It was reported that during the patient transfer, from the chair to the bed lift started to tip over. The described situation occurred, when the caregiver started to reposition the patient, then the lift started to tip in front direction. The caregiver caught the lift and prevented from full fall device on the ground. The caregiver was not convinced if the castors brakes were applied at the time when the event occurred. As a consequence of the event the caregiver sustained bruising on the right leg calf. After the event the device was tested by arjo service technician. The visual and functional inspection showed that the device was working according to manufacturer specification. The service technician provided information that the root cause of the reported problem could be related to operational problem. The caregiver was pulling the sling with patient to reposition the resident instead of using the handles. The lift was tested by arjo service technician. The functional test showed that device was working according to manufacturer's specification, no malfunction was detected. Please note that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535 a stability test was performed during the design phase for maxi 500 device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. The factor as the stability inherent to the design of the device at the time of use was not considered as contributing factor to the event. Based on previous investigations, the following factors are considered to be the possible causes of lift tipping: a) applying the chassis brakes while attempting to move the device, b) using other than maneuvering handle parts of the device to move it, for example, the mast, the jib, the spreader bar or the patient, c) pushing the device directly on the obstructions on the floor, d) pushing or pulling the device sideway instead of the front direction, e) malfunctions of the lift or the sling. Taking into account all facts and information collected in a course of this investigation, we can state that factor (b) might contributed to device tipping issue. The caregiver was pulling the sling with patient to reposition the resident instead of using the maneuvering handle. The maxi 500 operating and product care instructions (001.20815.en) warn and inform the user: "warning: never attempt to manoeuvre the lift by pulling on the mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries." Looking at the incident scenario it has been established that maxi 500 passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device started to tipped over. No adverse event occurred. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to tip on one side and in this regard, the floor lift did not meet its performance specification.

Event description:
The arjo representative become aware of the event with involvement of maxi 500 passive floor lift. It was reported that during the patient transfer, from the chair to the bed lift started to tip over. The described situation occurred, when the caregiver started to reposition the patient, then the lift started to tip in front direction. The caregiver caught the lift and prevented from full fall device on the ground. The caregiver was not convinced if the castors brakes were applied at the time when the event occurred. As a consequence of the event the caregiver sustained bruising on the right leg calf. After the event the device was tested by arjo service technician. The visual and functional inspection showed that the device was working according to manufacturer specification.